Event description:
Had essure place (B)(6) 2013, I have had problems from the moment I woke up in recovery, stabbing pain in sided, still continues til this day, depression, bloating, tugging pain in stomach, heavy bleeding, cramping, pain in ovaries, stomach sometimes feels like something heavy in stomach, hearing and eyesight have changed, breasts always tender, bacteria in gums, sometimes absence of menstrual cycle may go 3 months without.